Manufacturer narrative:
Initial.

Event description:
It was reported that a freestyle libre 3 plus sensor used with the ilet system was scanned in the libre app, resulting in the sensor being recognized as in use by another device and requiring replacement. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with an improper or incorrect procedure, specifically scanning the active sensor with an incompatible app, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and improper setup procedure.